Event description:
Healthcare professional reported "intraoperative finding of an allergan prosthetic rupture". This record is for the right side. The device was explanted and replaced with a non abbvie device. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6a, d6b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intraoperative finding of an allergan prosthetic rupture". This record is for the right side. The device was explanted and will be returned.